Manufacturer narrative:
During testing, the unit gave off multiple power error. Insulin pump trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did provide the symptoms regarding high blood glucose like feeling thirsty. Customer also reported that the buttons were stuck and the insulin pump had replace battery now alarm. Customer did not received low battery alarm prior to replace battery alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.